Event description:
Hill-rom received a report from a hill-rom tech stating the head section would not lower when CPR lever was used. The bed was located in ICU 12 at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the valve was the issue. A search of the hill-rom maintenance records did show hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the CPR valve to resolve the issue. Based on this info, no further action is required.